Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt initially called as they need an MRI of their shoulder. Pt then mentioned having a new implant put in, which was the intellis in 2020. Pt then asked me whether the hcp that did the replacement used an extension or a lead kit when they had the stimulator moved "which was right next to the spine in the lumbar area to where my left hip is" and says this was about a year ago. They said "I was having some pain in the area and it wasn't easy to lay down on certain things and there was some pain where the stimulator was". I asked multiple times when this pain at implant stie started. Pt wouldn't tell me and barely told me who their hcp is. Pt said "everything is good now" and says they like the new implant (intellis). Pt just wants to kno w MRI info the patient was redirected to their healthcare provider to further address the issue. I helped them use controller and they found they are full body eligible. Pt again said everything is currently working fine with his implant, and will follow up with hcp about the shoulder MRI. The patient's relevant medical history included see above. Pt checked with controller and it shows they are full body eligible pt said everything is fine with their implant, and will follow up with hcp about the shoulder MRI. Caller was redirected to the healthcare provider (hcp).